Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was declined and magnetic resonance imaging (MRI). A healthcare provider stated that the device may be "bent" or "dysfunctional." It was further reported that since the patient had the device implanted, they have fell "a lot." The patient was advised to follow up with their implanting physician to "re-do device settings to make it MRI compatible." The device remains in use. No further patient complications have been reported as a result of this event.